Manufacturer narrative:
A device history record (DHR) review was not conducted due to serial number was not provided by the customer. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device is patient/consumer. Brand name is unknown. No product information has been provided to date.

Event description:
It was reported that the pump alarmed with cassette. The patient stated that one of the pumps had a dent in the bottom line. The patient reported that the prefilled cassette was causing no disposable alarm on both pumps. This issue was resolved with new cassette. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. A DHR (device history review) could not be performed as no lot number was provided.